Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, the cerab technique was a safe and feasible technique for the treatment of extensive aiod with good 3-year results regarding patency and clinical improvement.

Event description:
Received an study titled "three-year outcome of the covered endovascular reconstruction of the aortic bifurcation technique for aortoiliac occlusive disease". The study demonstrated the 3 year outcome of the covered endovascular reconstruction of the aortic bifurcation (cerab) technique for the treatment of extensive aortoiliac occlusive disease (aiod) between february 2009 and july 2016. The study involved 130 patients treated with advanta v12 covered stents utilizing the cerab technique. Per the article malfunctions occurred including stent deformity and collapse.